Manufacturer narrative:
The investigation determined that multiple patient samples run on two different vitros 5600 integrated systems were mis-associated with the incorrect patient names and incorrect assays were tested. The tsc determined that the cause of the event was most likely improper sample ID (sid) reuse. The tsc referred the customer to the relevant sections of the vitros instrument user guides which describe how to properly manage sid¿s that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the same sid on a different sample without completion of the original request or deletion of the pending testing will cause the original information to be carried forward. In addition, the tsc recommended the customer configures the sid auto deletion feature on the vitros instruments, to help prevent reoccurrence of the issue. The investigation determined that the assignable cause of the event was most likely user error due to improper sid reuse. The vitros instruments did not malfunction.

Event description:
A customer reported that multiple patient samples run on two vitros 5600 integrated systems were mis-associated with the incorrect patient names and incorrect assays were processed. The customer observed the discrepancy prior to reporting any mis-associated results from the laboratory. There was no report of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).